Event description:
It was reported that the insulin pump alarmed motor error and no delivery. It was also stated that the lcd screen was scratched. The blood glucose reading was 150 mg/dl. No significant events leading to the alarm were observed. The customer stated that the alarms were resolved by a complete set change. It was stated that the insulin pump was dropped on carpet. The customer states that they are able to complete the rewind sequence. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.